Event description:
The device went eri in (B)(6) 2013 after being implanted for one month. The pacemaker was implanted as part of an epicardial system. The outputs in both chambers were programmed to 7.5 v at 1.5ms. The pt is 100% paced and the lead impedance is about 200 ohms on both leads. The device cannot be interrogated. An epicardial system is going to be implanted and this device will remain implanted.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. No device data were returned for analysis. However, based on the complaint description it is reasonable to assume that the battery is completely depleted as a result of extreme high current program settings in combination with a very low lead impedance. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.